Event description:
Patient's ot basic meter would not power on. Patient reported that on the same day they were released from the hospital (date unknown), they were feeling dizzy and attempted to test on their meter. They reported that their meter would not power on so they used friend's meter and obtained a result of 23 mg/dl. They called doctor, who instructed patient to drink some orange juice. The patient did that and felt better afterwards. They reported that the meter had staopped powering on about two days before going to the hospital. They take a set amount of 75/25 insulin, 44 units in the morning and 28 units in the evening. They stated that they did not change their medication during that time. The issue with the meter was not resolved and the patient has already received their new meter. No further information has been reported.